Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by abdominal pain and fever. The cause of peritonitis was unknown. One day after onset, the symptoms became worse, so the patient was hospitalized for the event. Treatment was unknown to the reporter. Five days after the onset date, the patient was diagnosed with ¿panperitonitis¿ which caused hospitalization to be prolonged (dates unspecified). On the same date, the patient¿s pd catheter was removed and extraneal/physioneal therapies were discontinued at the time of this report, the patient was not recovered from the event. No additional information is available.